Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain is a known adverse effect of the procedure, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: femoral component option size d right catalog#: 00599401492 lot#: unk; stemmed tibial component precoat a/p wedged size 3 catalog#: 00598800300 lot#: unk; all poly patella standard size 32 mm diameter 8.5 mm thickness cemented catalog#: 00597206532 lot#: unk. Report source : (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately eighteen months post-operatively due to pain. The tibial insert was removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.